Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the colon for the treatment of hemorrhoids during a colonoscopy procedure on (B)(6) 2025. During the procedure the speedband superview super 7 was defective and did not work. The band was set up properly but failed to release onto the hemorrhoid. The physician opened a new speedband superview super 7 to use after the first one failed to do its job. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event.